Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was r2 contamination. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.

Event description:
A falsely elevated troponin I result of 1.16/1.56 ng/ml was obtained on patient 1 and a result of 1.59/1.59 ng/ml was obtained on patient 2. The results were reported to the physician who questioned the results. The samples were retested again and results of 0.05 and 0.02 ng/ml were obtained on patient 1 and results of 0.23 and 0.24 ng/ml were obtained on patient 2. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was r2 probe contamination.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was r2 contamination. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.

Event description:
A falsely elevated troponin I result of 1.16/1.56 ng/ml was obtained on patient 1 and a result of 1.59/1.59 ng/ml was obtained on patient 2. The results were reported to the physician who questioned the results. The samples were retested again and results of 0.05 and 0.02 ng/ml were obtained on patient 1 and results of 0.23 and 0.24 were obtained on patient 2. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was r2 probe contamination.